Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary rx uncovered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was unable to deploy the stent at first. When the physician removed the device, suddenly the stent deployed above the stricture. The physician was not able to remove the stent using forceps, basket, or other gi accessories. On (B)(6) 2019, the patient underwent choledochojejunostomy and the stent was removed during the procedure. The patient's condition at the conclusion of the procedure was reported to be stable and was hospitalized due to the surgery. The stent expired on (B)(6) 2019, however the physician decided to use it at his own discretion.